Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2019, a patient underwent a injection for identification of sentinel lymph node, additionally patient received a 3 lymph node excisions on the left axilla and ultrasound identification for a left breast mass, a left partial mastectomy and placement of a biozorb and infusaport with a right ij and 6fr bard. The patient reported that she experienced pain and swelling on her breast. The patient is currently awaiting on options whether to remove the device or not due to pain. No additional information. Patient had a triple positive breast cancer diagnosis.

Manufacturer narrative:
H6: appropriate term/code not available: suggested code: physical therapy. After additional medical review it was determined that a 45 years old, with a bmi of 25, on (B)(6) 2019 patient underwent deep left sentinel lymph node excision, left partial mastectomy with additional medial margin, transfer of tissue, and placement of biozorb (f0302). A port was placed on the right breast. Pathology revealed multiple foci of invasive carcinoma, dcis present, negative margins, closest at posterior at 0.5mm, lymphovascular invasion with negative nodes, (pt1pn0cm0, ER/pr+, her2+). She was treated with adjuvant chemotherapy, whole breast radiation with boost and tamoxifen. She had an uncomplicated immediate post op course. In the months post op, she reported some breast tenderness with a palpable lump. Interval history includes chemotherapy induced neuropathy, with symptoms in bilateral upper extremities, covid-19 and cystitis. Office visit (B)(6) 2021 approximately 2 years post implant, patient presented to breast surgeon with complaints of left breast pain, "concern of biozorb" and cording of left axilla. The patient noted reported that the ¨left breast is tender surrounding biozorb/lumpectomy site. She denied skin changes, swelling, redness, or fevers. She has tightness of the left axilla with cording and can feel it down to her hand with abduction. She initially went to physical therapy after surgery and did exercises that helped, but not resolve cording." Breast exam on the same visit noted, "left breast: moderate axillary cording with abduction of arm. Axillary scar well healed with increased general density inferior to scar. Palpable biozorb with mild surrounding tenderness. No erythema, edema of skin, or warmth. Small 1cm area of mild dermal tethering of lumpectomy site. Peri-areolar scar well healed. Minimal radiation changes." The clinician recommended physical therapy and continued massage for cording and did not recommend removal of biozorb at that time. Office visit with primary care provided the same month had no breast-related complaints. Office visit with surgeon (B)(6) 2021, "she previously had concerns of left breast pain, concern of biozorb and cording of left axilla. These have all improved. She initially went to physical therapy and continued with the exercises and stretching." Exam at that time identified "mildly palpable biozorb" without tenderness, the surgeon did not recommend removal of biozorb at that time. Follow up with oncologist (B)(6) 2022 reported palpable biozorb with no other breast signs/symptoms. Follow up with primary care physician in (B)(6) 2022, approximately 2.5yrs post op, indicated patient has complaints of ". Biozorb in left breast that has not dissolved, 'cording' under the left armpit. She feels discomfort, and she would like to have it removed, and she would like a second opinion from another surgeon." She was referred for a second opinion with a different surgeon on (B)(6)2022. The exam at this time revealed, "left breast with mild radiation skin changes. A small area of dimpling at the 12 to 1 o'clock position of the left breast with firmness. Well-healed scar at the areolar superior border complex. Well-healed axillary scar." A left breast ultrasound and mammogram were done the next week which revealed, "a 1.7cm probable benign mass noted at 1:00 9cm from the nipple may relate to post procedural changes with biozorb." According to oncologist note in (B)(6) 2022, the surgical second opinion did not suggest surgical removal of the biozorb. Patient relocated to another state and had a consultation with a new oncologist, (B)(6) 2023, breast exam at this time had no palpable mass. There is no indication that an explant was recommended by a clinician, no evidence an explant was performed. Medical history: patient met criteria for "high risk surveillance" (based on family history and density of breasts) with an estimated lifetime risk of breast cancer up to 31%, has a past medical history of melanoma at age 23, resulting in toe amputation, on oral contraceptives, with multiple allergies (dtap vaccine, tegaderm) had been undergoing surveillance screening mammography. In (B)(6) 2019, she presented to the nurse practitioner with increased anxiety reporting, " she believes that she will get breast cancer and it is not an 'if but when' situation. Because of this, she simply wants bilateral mastectomies." Mammogram that same month revealed calcifications in the right breast, thought to be benign. Because of patient's concern she had an MRI (B)(6) 2019, which revealed left breast nodule at 12:00 position, followed by confirmatory ultrasound. Biopsy later that month revealed left breast moderately differentiated invasive ductal carcinoma ER/pr+, her2+ (triple positive) in the left upper outer quadrant.

Manufacturer narrative:
H6: appropriate term/code not available: suggested code: physical therapy. It was reported that on (B)(6) 2019, a patient underwent an injection for identification of sentinel lymph node, additionally patient received 3 lymph node excisions on the left axilla and ultrasound identification for a left breast mass, a left partial mastectomy and placement of a biozorb and infusaport with a right ij and 6fr bard. The patient reported that she experienced pain and swelling on her breast. The patient is currently awaiting options on whether to remove the device or not. Patient has been instructed by her physician that removal is not an immediate option due to the possibility of more scar tissues and issues resulting from the removal. No additional information. Patient had a triple positive breast cancer diagnosis. Patient relives their breast cancer diagnosis and fears it has returned, every day, causing significant emotional distress. No initial evaluation could be performed because there was no returned sample for this complaint. The sample was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not able to be performed. Investigation into several of the harms reported in this complaint was performed from a clinical literature review, as well as an investigation into the design and risk of the biozorb product. The harms identified during this complaint are: pain, swelling. A review of clinical literature performed on lumpectomies and their associated complications was performed. A summary of this review concluded that, while lumpectomy is a well-established option for breast cancer treatment, it inherently carries risks of complications, most notably infections, seroma formation, chronic pain, and wound healing issues. The literature demonstrates variation in complication rates based on surgical technique, additional therapies (such as intraoperative radiation therapy (iort) or radiation), and individual patient factors, with infection rates ranging from 2% to 10% and seroma rates from 11% to 65%. Chronic pain, particularly neuropathic pain, affects nearly one-third of patients. (Kwee et al. (2024)), migration can be influenced by several patient related factors which can influence the likelihood of migration after lumpectomy, such as breast density, biopsy location, and biopsy approach. Per a study by ashali jain et al. (2017), marker migration is a relatively common occurrence following stereotactic biopsies, happening in 13% of cases. Swelling is one of the expected events that could occur after surgery and/or radiation therapy regardless of the use of a biozorb device. Due to this, confirmation of the swelling during this event as a normal course of surgery vs being caused by the biozorb is not able to be done. Device explantation is based on the patient¿s physician¿s evaluation of their physical and health state and recommendation; therefore, an investigation into this intervention is not able to be performed for this complaint.though complications are relatively common, most are manageable with appropriate postoperative care, making lumpectomy a viable option for many breast cancer patients when carefully monitored and followed up. An investigation was performed by subject matter experts (sme¿s) into several of the harms identified as being experienced by the patient related to design, risk management, and clinical factors. The results of these investigations and potential causes can be seen below; however, it is important to note that these results do not include medical input from a qualified medical professional: pain: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. The crystalline proportion in the device is unknown. Crystallinity may be causing irritation and foreign body reaction considering the long period of absorption of the device. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs, and therefore there are opportunities in design outputs and v&v activities. Migration: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. The crystalline proportion in the device is unknown. High crystallinity may be causing migration/erosion considering the long period of absorption of the device. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs. Based on the clinical literature review, the harms reported to be experienced by the patient in the complaint are common symptoms from surgery and lumpectomies; therefore, a confirmation of the biozorb causing the harms was not able to be done. However, based on the review of the top harms in regards to the biozorb design and risk documentation, the adverse events reported can be tracked back to a potential shared cause: lack of adequate user needs for the product. User needs define the framework for product development and lay the ground for the definition of design inputs, design outputs and later verification and validation activities. Other potential causes are related to inadequate test methods and/or the lack of evidence to support some specific product requirements. Conclusion: when comparing the safety outcomes of the biozorb marker with general lumpectomy complications, it becomes evident that some of the complications associated with biozorb may stem from the lumpectomy procedure itself. Both procedures share overlapping risks, although the biozorb device introduces additional considerations. However, it has been confirmed that the lack of defined user needs and inadequate test methods and testing evidence are potential root causes for the harms reported in this complaint. This cause will be further investigated and addressed in a CAPA. The risks associated with this complaint event are further described and evaluated against the product and its hazard analysis in the health risk assessment biozorb complaint analysis. Updates to the biozorb hazard analysis risk file will be monitored. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a DHR review could not be performed because no lot information was provided.